Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High shock impedance was reported (B)(6) 2019 and (B)(6) 2019. On (B)(6) 2019, lead was capped because patient needed radiation for lung cancer. No adverse patient events were reported. Should additional information become available, this file will be updated.